Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 1 event was reported for this quarter product return status: 1 device was received for evaluation. Evaluation status: 1 event was confirmed during testing, - 1 device was found to be affected by wear. Product disposition: the device was repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device experienced a fail-safe problem that could result in unintended activation; 1 event had no patient involvement; no patient impact.